Event description:
A physician attempted to access the obtuse marginal on a pt with an acute mi using several guidewires. The miraclebros 3 would not cross the lesion. The physician proceeded with a tornus catheter and it would not cross the lesion. He then used a miraclebros 6 and advanced it two cm further than the tornus catheter. Reportedly, the miraclebros 6 perforated the obtuse marginal. The physician evacuated blood/fluid from the pericardium and performed a scheduled coronary artery bypass graft. Post surgery, the pt is fine.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.